Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: unknown abutment, lot# unknown g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252 h6: conclusions code was added: 4307. H10: narrative/data was updated. One unknown legacy zimmer implant was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. The reported implant fracture was confirmed but loosening could not be verified. Based on the evaluation, implant malfunction has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history could not be reviewed since the lot number associated to the item was not provided. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patient (15 years). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address and last/given name unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the abutment came loose and the x-ray showed a fractured implant. Implant and abutment were removed. Patient is not returning for replacement. Symptoms as a result of the event: bone loss.